Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. Two catheter tubing kinks were observed approximately 32.26 cm & 75.69 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the sensor connector was connected to the cs100 intra-aortic balloon pump (iabp) and the message optical sensor failure was displayed and the arterial pressure waveform was not displayed. The iab was not replaced and therapy was continue with the same balloon. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).